Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the rv lead would not sense or pace. The rv lead was dislodged. During the repositioning, the helix would not properly retract or extend. The lead was explanted and replaced. The patient was fine before and after the procedure.